Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt, alarms, check pad, and can connection status messages) was isolated to the electrode belt ECG c&d cable¿s lead-2 wire being broken. The root cause for broken wires was unable to be identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported a patient was experiencing adjust belt, alarms, check pad, and can connection status messages.